Event description:
During an atypical flutter ablation procedure in the left atrium, contact force was not able to be established despite using different catheters, all of which entered the patient. The procedure was ultimately completed with a flexibility ablation catheter and there were no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Manufacturer narrative:
Additional information: g3, h2. Corrected information: h6.